Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior tibial artery using indigo system aspiration catheters 6 (cat6s). During the procedure, while attempting to advance a cat6 into a non-penumbra sheath, the physician experienced resistance and the cat6 would not advance; therefore, it was removed. The physician then made some adjustments with the valve of the existing sheath and the procedure was completed using another cat6 and the same sheath. There was no report of an adverse effect to the patient.